Manufacturer narrative:
Additional information received on (B)(6) 2021, indicated that the patient underwent bilateral replacements as follow: right replaced with cat#: 3503504bc, sn#: (B)(6), and left replaced with cat#: 3503504bc, sn#: (B)(6), on (B)(6) 2021. On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 20, 2021 indicated that the capsular contracture grade was iii. Device evaluation completed on april 20, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade IV capsular contracture , chest injury. (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a 450cc mentor memorygel on the left side, and 400cc on the right side, silicone breast implant experienced bilateral baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. The report stated that the patient has pain and discomfort in both breasts, and the breasts have worsened following the car accident. As a result, patient underwent mastopexy and bilateral replacements with unknown implants on (B)(6) 2021. This report relates to the left prosthesis.